Event description:
It was reported that the user experienced hypoglycemia while using the ilet on the first day of pump use, with blood glucose trending down after a post-dinner correction bolus despite earlier in-range values and a transient rise, and the device issued low, urgent low soon, and urgent low alerts. Symptoms included dizziness. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included troubleshooting and user education on first-week best practices, including consistent meals, usual announcements, and spacing meals by approximately four hours while the system adapts. Investigation of this case revealed low glucose events with device alerts during early adaptation, with no device component malfunction identified and the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.